Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a tibia tray loosening sign identified on x-ray. It was a knee revision surgery to take out this tibial tray and put a new one as a replacement. The tibia tray was found with unexpected yellow color on the insert. The surgery was finished without problem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned for evaluation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were supplied and reviewed by depuy design engineering. The reported complaint of loosening could not be confirmed with the information provided. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.